Event description:
It was reported that episodes of non-sustained lead noise were observed due to loss of capture on the lead. Lead provocation and isometric testing were recommended. Patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.